Manufacturer narrative:
The pressure board and the connector block were replaced. The unit passed the pressure tests. All assurance tests were passed. The unit is now functional and was returned to the customer.

Event description:
During evaluation at philips bench repair the device was tested and failed the invasive pressure test. Pressure was reading too low during tests and verifications. The device was not in use on a patient at the time of the event, there was no patient involvement.